Event description:
The pt was unable to adjust stimulation sensation. Interrogation of the implantable neurostimulator with the pt programmer revealed the device was in a power on reset condition. The power on reset was cleared with the help of technical services. The device was in a power on reset condition 2 weeks earlier (see mfg report # 3004209178-2009-06160). Additional info has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).